Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition with its original packaging. Visual inspection showed no discrepancies. Functional testing involved using a syringe to infuse water into the assembly bag and showed leaking at the bottom of the assembly bag. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The investigation determined that a probable, but unconfirmed cause of the reported issue was that the assembly bag was damaged during the assembly process due to a worn took that had sharp edges, used to remove foreign material. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths cadd cassette reservoir leaked. There was no reported serious injury to the patient.